Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v142990, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# v142990, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. Primary reason for call was to ask about electrocautery prior to a surgical procedure and about using the programmer to turn the implant off. The patient didn't bring controller with her and was going for surgery. At the time of the call, the caller mentioned that the patient reports the neurostimulation system never worked, and the patient doesn't use it anymore. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.